Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the device was deployed one time however, the threshold was increasing. Physician decision to remove and re-deliver the leadless ipg. During the attempt to re-deliver the ipg, the physician could not manipulate the curve of the delivery system, the gray button was free and could not control the curve to place the leadless ipg again. The leadless ipg was removed and replaced with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.